Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implant date: (B)(6) 2018; 5076-52 lead, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited ventricular under-sensing on presenting electrograms. The rv lead rem ains in use. No patient complications have been reported as a result of this event.